Manufacturer narrative:
It was reported that a drill bit fused with a drill adaptor during a surgery. The device was conform on leaving manufacturing site. The most probable root cause of this event is that because of the friction between the drill bit and the drill adaptor during drilling, the metal heated up and swollen which caused the mechanical jam. Since this part was not returned for investigation, the technical root cause of the event could not be determined. This topic is addressed through a CAPA.

Event description:
As seen by a company field service engineer (fse), while drilling to break through bone on the first trajectory the drill bit and the drill adapter fused together. The surgeon was drilling at a slightly skivvy angle. This caused the adapter and drill bit to fuse together, causing the drill bit to break. The drill bit is not stuck inside the adapter and cannot be removed. No patient injury occurred and there was no delay in the case longer than 30 minutes.

Manufacturer narrative:
UDI# : (B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
As seen by a company field service engineer (fse), while drilling to break through bone on the first trajectory the drill bit and the drill adapter fused together. The surgeon was drilling at a slightly skivvy angle. This caused the adapter and drill bit to fuse together, causing the drill bit to break. The drill bit is not stuck inside the adapter and cannot be removed. No patient injury occurred and there was no delay in the case longer than 30 minutes.